Manufacturer narrative:
Evaluation results: one portex endotracheal tube (polar) was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 to 16 inches, and under normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water so as to look for leaks. Leakage was observed coming out from a small tear in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator suspected that the aforementioned tear occurred after the device left the manufacturing facility. A definitive root cause was not established however.

Event description:
It was reported that the portex endotracheal tube (polar) exhibited an unspecified issue. There was no patient involvement. The product problem was observed prior to use.